Manufacturer narrative:
Results: the ace 68 was kinked approximately 82.5 cm from the hub. Conclusions: evaluation of the returned devices revealed that the ace 68 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If an attempt is made to remove the ace 68 from its packaging tray without removing the tubing tray from the packaging tray first, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging. The damage to the ace 68 was noticed prior to use; therefore, it was not used in the procedure. The procedure was completed using a new ace 68.